Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pace impedance measurements and was found to be fractured. The lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--